Event description:
It was reported during in clinic follow up that the pacemaker went into backup mode. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in back up mode. The device image showed that the device was in backup mode due to low battery voltage fluctuation and exposing to cold temperature post explant. The device was cut open and attached a known good battery. Reloaded product code and programmed device to nominal settings. Analysis indicated that device was exhibited normal device characteristics, the current drain was normal. The implant duration exceeded the device¿s projected longevity and is considered normal battery depletion.